Event description:
It was reported that atrial lead had high impedance that triggered a warning, decreasing thresholds, far-field oversensing and low sensing values. A clear fracture could not be identified in the thoracic photo, but there was a site which seemed to be damaged in the place believed to be the sleeve fixed site. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.